Manufacturer narrative:
No product was returned for inspection. Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. DHR review was completed for the subject lot number 63731887. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined. The following sections have been updated: b4: date of this report. D4: expiration date, UDI: (B)(4). G4: date received by manufacturer. G7: follow-up number. H2: follow up type. H4: device manufacture date. H6: evaluation codes. H10: additional narrative/date.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Patient age is not provided / unknown. Patient weight is not provided / unknown. Initial reporter¿s title and last name are not provided / unknown. Device not returned to manufacturer.

Event description:
Doctor reports that the patient came in for a torque test and doctor feels that he damaged the internal threads of the implant (B)(4) in the process. Doctor plans to use a thread tap to clean up the internal aspect of the implant. Tooth site #22.